Event description:
Consumer claims consumer was using a miter saw with consumer's arm wrapped in an ace bandage with clips. The bandage failed, unraveled and caused consumer to have the left arm severed.